Event description:
In 12/2003, the pt reportedly experienced a problem with external headpiece retention. The pt continued to be monitored by the center. In 2004, the co was notified that the surgeon scheduled skin flap revision surgery.